Event description:
Customer reported that the system locked up during a trauma case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.